Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. . For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Single patient use only. Do not reuse. Do not resterilize. Attention. See instructions for use. Copyright © 2006 c. R. Bard, inc. All rights reserved. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box caution: do not aspirate urine through drainage funnel wall. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon did not deflate while the catheter was inside the patient. The catheter had to be cut for the balloon to be deflated and then removed from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon did not deflate while the catheter was inside the patient. The catheter had to be cut for the balloon to be deflated and then removed from the patient.